Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 89 mg/dl and their sensor glucose read 50 mg/dl. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. It was also found the needle housing on the sensor would be stuck inside the serter. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.